Event description:
Missing 2 x screws on mako offset reamer. This was discovered on friday after checking the reamer. It is unknown when the reamer lost these screws as they are not used regularly. The screws are unlocated. This is not to do with a surgeon or patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.